Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips received a complaint about a boot-up issue, but the field service engineer confirmed that the system booted up, and the message was due to low oil in the x-ray cooling unit. The customer had mistakenly logged the complaint as a boot-up issue. The fse confirmed the boot failure was due to low oil in the cooling unit, addressed in another case. No failure was identified. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during system boot, an alert was displayed indicating low-load fluoroscopy, which could impact booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.